Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing, elevated short v-v episodes, high rate non-sustained episodes, and non physiologic noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.